Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, instruction for use, device labeling review and risk management review could not be conducted. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. It was reported that the reoperation for the arthrofibrosis, yield a satisfactory resolution of symptoms. No further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4). Article: micheli, l. J., solomon, r., solomon, j., gearhart, m., zwicker, r., & sugimoto, d. (2021). Posterior ankle decompression with os trigonum or stieda process resection in dancers: case series report and review of the literature. The journal of foot and ankle surgery.

Event description:
It was reported that on literature review ¿posterior ankle decompression with os trigonum or stieda process resection in dancers: case series report and review of the literature ¿, after surgery with a dyonics powermini 2.9mm cutter blade arthroscopic shaver one patient had arthrofibrosis requiring revision surgery. No further information is available.

Manufacturer narrative:
Internal complaint reference : (B)(4). Article: micheli, l. J., solomon, r., solomon, j., gearhart, m., zwicker, r., & sugimoto, d. (2021). Posterior ankle decompression with os trigonum or stieda process resection in dancers: case series report and review of the literature. The journal of foot and ankle surgery.